Manufacturer narrative:
Product analysis: the stent was not present on the balloon of the delivery system. The stent returned was bunched and expanded except for two stent segments on one end, which were intact. The distal tip of the delivery system was slightly flared. Crimp impressions were visible along the balloon working length. Component code: additional information received: the device was inspected prior to use with no issues noted. No issues note when removing the protective sheath. The lesion had been pre-dilated. The inflation device remained on neutral pressure during delivery of the stent. The stent dislodged from the balloon during advancement just before the lesion. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a severely tortuous and moderately calcified mid left main lesion exhibiting 60% stenosis. The device was not inspected nor removed from its packaging as per IFU. During the procedure it was reported that the stent dislodged during delivery to the lesion. The device did not pass through a previously deployed stent and no excessive force was used but resistance was encountered during delivery. The doctor use another balloon to capture the stent and removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.